Event description:
Customer reported with an issue of no picture, display is black. The issue was found during an unknown event. There is no patient involvement associated on this event. No user injury reported. Device evaluation found the device (monitor) cannot be started, no picture due to defective power supply. This report is being submitted for device monitor cannot be started due to defective power supply found during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted the following findings: failure of the power supply unit (internal), it is not possible to start the monitor. Power supply unit defective. Housing broken, display scratched. Based on evaluation findings, faulty power supply was observed. Likely this failure could be attributed to customers issue. Investigation however is ongoing, this report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 12-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no picture and the display being black due to a defective power supply unit. The specific root cause of the defective power supply unit could not be determined at this time. A deformed main frame and a scratched display were also found; however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.